Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a follow-up experiencing palpitations. Upon device interrogation, cross talk episodes were observed. The patient was followed up again in clinic with variations in thresholds and sensing values. A chest x-ray confirmed that the atrial lead was dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and stable post procedure.